Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during preparation for use with an unspecified procedure, the rigid videoscope light was very dim. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken video connector a definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Additionally, the light is very dim was confirmed due to fail light transmission per standard. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for use with an unspecified procedure, the rigid videoscope light was very dim. There were no reports of patient harm.